Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited undersensing and the implantable pulse generator (ipg) exhibited undersensing in the ventricular chamber. The rv lead and ipg remain in use and patient to be evaluated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.